Manufacturer narrative:
Complaint of the tip caught fire is not confirmed. Received one 134003 in opened original packaging. Lot number and catalog numbers were verified. Performed a visual inspection of the device, there was some charring at the tip. Performed a functional inspection of the device, the device would "spark" but would not function as intended and then shortly after would give an error. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: contraindications: these devices should never be used when: in the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases, such as nitrous oxide, or in oxygen-enriched environments. Warning: always place handpiece in a safe insulated location when not in use, to avoid burns. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the 134003 device tip caught fire during a cholecystectomy and liver resection on (B)(6) 2019. The event took place at the beginning of use of the argon beam. There was no delay in the procedure. There was no report of injury to the patient or user. The tip was extinguished by immediately dipping the device into saline. The procedure was completed successfully. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.